Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(Pli 10 and pli 20): medtronic received information that during use of 2 bio-medicus nextgen pediatric arterial and venous cannulae, it was reported that both of the device had a deformities, as the obturator was warped in both. There was no damage to the packaging on both, and no other device in the package was damaged. See attached photos. Both device were replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the device was received with the obturator inserted into the cannula, with deformity, with the tip protruding from the cannula tip. Note: the customer has provided a photo of the deformity. The obturator od was measured using a keyence scope and the cannula tip ID was measured using a plug gage. Cannula tip ID - was measured to be 0.073 inches, specification, m725668b001 tip ID is 0.071 to 0.076 inches obturator od - was measured to be 0.077 inches, specification, m725646b001 tip od is 0.077 +0.002/-0.001 inches reason for the return was confirmed for a deformity. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.